Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported fault codes logged in the device memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device repeatedly logged several fault codes indicating a potential device lock-up. There was no report of patient use associated with the reported event.